Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this lead had erosion. Reportedly, the pacemaker was protruding out of the chest. All available information indicates that as of this time, the pacemaker with the left bundle branch lead and right atrial (ra) lead remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction of impact codes, h6 field. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this lead had erosion. Reportedly, the pacemaker was protruding out of the chest. All available information indicates that as of this time, the pacemaker with the left bundle branch lead and right atrial (ra) lead remain in service. No additional adverse patient effects were reported.